Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a dog underwent a hysterectomy procedure on (B)(6) 2015 and suture was used. When the dog returned the next day for post op examination, the suture was broken in the middle of the continuous suture line.

Manufacturer narrative:
Date sent to the FDA: 02/08/2016. Representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements.